Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. During the lead extraction a tear of the svc to right atrial junction occurred and was repaired by cardio thoracic surgery. The patient was stabilized and recovered successfully.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.